Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 318 mg/dl and a bolus via the pump was delivered to address the bg level. The customer did not know the cause of the high bg. The customer changed all of the pump supplies and declined tandem technical support's offer to troubleshoot.